Manufacturer narrative:
Device manufacture date not available at time of this report. Software investigation ongoing. Results have not yet been reported.

Event description:
A medtronic representative reported that an inaccuracy during a cranial procedure. At first, it was thought that the microscope may have been causing the inaccuracy but the surgeon used a planar probe to check accuracy and it was off as well. Navigation was off by approximately 1cm inferior. The surgeon opted to complete the surgery with the use of the stealthstation. There was no impact on the patient outcome.